Event description:
A diabetes educator called to report that the customer has been hospitalized and she just wants to check the pump to make sure the device is working properly. The contact indicated that she does not have a reservoir, or tubing, or tubing clamp. Troubleshooting was performed. The lead screw passed the test. However, the pump was very dirty. Before the admission the tape on the customer's site came loose and the customer placed more tape over it. The customer had the set for four days and did not check if the cannula came out of the site.